Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage with moisture ingress) issue. It was reported that the pump had intermittent power and there was moisture visible behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 - device evaluation: the pump has been returned and evaluated by product analysis on 09/29/2015 with the following findings: during a visual inspection of the pump, moisture was observed behind the display lens. The battery compartment was found to be cracked on the side. The returned battery cap was able to securely attach to the pump. The pump case was observed to be cracked at the case seal near the top right corner of the display lens. The keypad cover was peeling up at the base. The keypad cover was removed and there was no contamination found under the button contacts. A leak test was performed and confirmed a leak at the battery compartment crack, pump case crack and keypad. During testing, the pump powered on with a blank screen. The pump history could not be downloaded. The pump¿s auditory and vibratory alerts functioned properly. Further testing was not able to be performed due to the blank screen. The pump case was removed and evidence of moisture was found inside the cover, on the pcb (display screen/connector), transceiver pcb and support bracket.